Manufacturer narrative:
Device label codes: 1738. A clear, 10 french, 6 inch hemostasis valve assembly was returned for evaluation with blood noted on the exterior of the device. A kink was noted in the sheath near the sheath/sheath hub junction. The i.d. Of the sheath was measured and found to be within datascope's mfg specifications. A sheath/sheath hub leak test was performed on the assembly according to datascope's mfg specifications. The assembly was verified to be within specification. Using a laboratory iab, the sheath/hemostasis valve assembly was leak tested in order to determine if the valve assembly prohibited the back flow of water through the valve gasket into the stat-gard. Again, the assembly passed this leak test. A 60cc. Vacuum was pulled on the folded membrane using a laboratory syringe and a one-way valve. With the vacuum maintained, the folded membrane easily passed through the returned sheath/hemostasis valve assembly without difficulty. Probable cause of difficulty: laboratory examination of the returned sheath/clear hemostasis valve assembly found no defects. It was not possible to verify the reported difficulty during laboratory examination. It was reported that the hemostasis valve leak occurred when the guidewire and dilator were pulled from the sheath. This is not a defect and should be expected when no guidewire or iab is present. Prior to the balloon's insertion through the sheath/hemostasis valve assembly, dilator - which is in place through the hemostasis valve or through the small hole in the hemostasis valve gasket - when the dilator is removed (even with the guide wire in place) due to arterial pressure. Again, this seepage of blood should be expected and should not be considered a product defect. It is a normal occurrence. The valve gasket is present to only minimize the flow of blood - not prevent it. Once the balloon is inserted over the guide wire and the catheter tubing is passed through the hemostasis valve assembly, the valve gasket creates a tight seal against the catheter wall to prevent blood from passing into the stat-gard via the sheath seal. Only the blue dilator and not the guidewire should not have been removed from the hemostasis valve. Finally, it is worth noting that the nature of each leak, as perceived by the user, would not have jeopardized balloon function. Insertion of the balloon passing through the hemostasis valve (when the catheter is in place) can be prevented from entering into the stat-gard via the sheath seal if a ligature is tied around the groove in the stat-gard wing.

Event description:
Event complications: unk - reported 9/26/96 and 10/31/96. Patient's current status: unk - rpt'd 9/26, 10/31/96.